Event description:
It was reported that during the preparation of the swan-ganz catheter it was noted that the tip of the catheter was "cut off" and had separated from the rest of the catheter body, inside the product box.

Manufacturer narrative:
The product was returned to edwards for analysis. Visual inspection confirmed tip detachment. The detached section does not appear to have been "cut". The break site is not clean and smooth, but does have jagged edges. The catheter was not returned with the original box or tray. The tip of the catheter was received detached 9mm from the tip, at the proximal edge of the proximal balloon bond / tip forming area. The catheter body does not feel stiff or brittle around the break site. Although the edwards decontamination laboratory made note of light blood during the decontamination process, the catheter does not appear to have been used inside the patient. There were no visible signs of dried or wet blood inside the distal lumen, proximal port or around the edges of the balloon latex bond. There is also no blood in or on the hub or catheter body tube. The products was flushed and all through lumens were noted to be patent, with no leakage. There was no visible damage to the returned monoject 1.5cc limited volume syringe. There are no components missing. A device history record review was completed and documented that the device met all specifications upon distribution. Although the root cause for the separated tip cannot be confirmed, there is no evidence of a manufacturing related defect.